Event description:
Malfunctioning inspiratory flow control valve. Needed to hand ventilate pt for 10 minutes. Machine seemed to resolve itself without more intervention. Unclear what inspiratory flow rate was throughout the case.